Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The customer was assisted with reservoir and tubing process troubleshooting. The customer's blood glucose was unknown at the time of the incident and the time of call. The customer reported that insulin continued to drip during the load reservoir/fill tubing process, specifically during the loading of reservoir. The insulin exited line earlier than expected and the insulin dripped continuously after the motor stopped. The motor stopped when it contacted the reservoir, according to the customer. The customer stated that they were on a third set and the problem have persisted. The customer reported that the load reservoir process did not complete without insulin exiting the tubing. The issue could not be resolve during troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump primed properly. No prime/fill anomaly noted. Pump received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.